Event description:
On (B)(6): (B)(4) specialist reports the system failed and did affect the patients procedure. The patient had already been transferred to the table when the system error occurred (while trying to open the patients folder). Fortunately, the patient was not yet put asleep and they had another functioning urology room in their operating room. So, they were able to successfully transfer the patient to a different room. No patient or procedural information other than say procedure completed. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.